Event description:
It was reported that the device was removed from service because of inappropriate shocks due to oversensing and apparent lead fracture. Dissatisfaction was also indicated. No patient complications have been reported as a result of this event.